Manufacturer narrative:
The device was not returned as it was implanted within the patient. Attempts have been made to obtain additional information, however, our attempts were unsuccessful. The devices were used off-label to treat acute internal carotid artery dissections. Additionally, the patient anatomy condition was not reported; therefore, any contributing factors from the patient anatomy could not be assessed. The device was not returned for analysis; therefore, the complaint of failure/incomplete to open and migration after deployment could not be confirmed, and the event cause could not be determined. It is possible that there may have been a braid sizing issue the patient vessel anatomy may have been moderately to severely tortuous, or that the presence of other indwelling endovascular stents may have contributed to the reported issues. Thromboembolism is a known inherent risk of endovascular procedure and is documented in our device's instruction for use. The cause of the local thrombus formation cannot be reliably determined; however, per the reported information, the most likely cause for the complaint is patient¿s condition. Per our instructions for use: ¿select an appropriately sized device such that its fully expanded diameter is equivalent to that of the largest target vessel diameter. An incorrectly sized device may result in inadequate device placement, incomplete opening, or distal migration. After the distal end of device has successfully expanded, deploy the remainder of device by pushing the delivery wire and/or unsheathing the device. Manipulation of the microcatheter by locking down the delivery wire and moving both as a system may facilitate the expansion of the device. If the device is not fully apposed or is kinked, consider using a balloon catheter, microcatheter, or guidewire to fully open it. The presence of other indwelling endovascular stents may interfere with proper deployment and function of the device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All products are 100% inspected for damages and irregularities during manufacture. Linked MDR events: 2029214-2017-00883.

Event description:
Citation: endovascular treatment of acute internal carotid artery dissections: technical considerations, clinical and angiographic outcome¿ wiebke kurre, <(>&<)> kai bansemir, marta aguilar pérez, rosa martinez moreno, elisabeth schmid, hansjörg bäzner, hans henkes. Neuroradiology (2016) 58:1167¿1179 doi 10.1007/s00234-016-1757-z medtronic received report that in 14 cases, insufficient adaptation of the stents or flow diverters to the vessel wall was evident and gave rise to retreatment in five occasions. Three (3) cases of stenosis developed due to changing configuration of the flow diverter and were retreated. Four (4) cases of progressive pseudoaneurysms received treatment. Two (2) additional findings were disconnection of a wallstent and the adjacent flow diverter and one residual pseudoaneurysm (both under observation). One (1) case where the flow diverter did not have ideally expanded and developed a thrombus. The thrombus formation was successfully managed by intra-arterial infusion of gpiib/iiia inhibitors, implantation with of further stents or flow diverters, angioplasty and thrombectomy or a combination of these measures. Thrombus formation gave rise to a new intracranial embolic vessel occlusion requiring thrombectomy in one occasion.